Event description:
This case was reported by a consumer and described the occurrence of psoriasis in a female patient who received poligrip (super poligrip original denture adhesive cream) for loose dentures. A physician or other health care professional has not verified this report. On an unk date, the patient started a poligrip (dental). At an unk time after starting poligrip, the patient experienced psoriasis. This case was assessed as medically serious by gsk. Treatment with poligrip was continued. At the time of reporting, the event was unresolved. The product is not available. No corrective actions have been required based on this report.